Event description:
The device was removed due to an infection caused by the breakdown of the blind sac closure wound. The user also had a recurrent cholesteatoma. Additionally the user also has experienced an increasing number of affected channels since 2020. Re-implantation is being considered but will take a while as it has to be ensured that cholesteatoma doesn't return. No date has been scheduled yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was removed due to an infection caused by the breakdown of the blind sac closure wound. Additionally, the user also has experienced an increasing number of affected channels since 2020. Re-implantation is being considered but will take a while as it has to be ensured that cholesteatoma doesn't return. No date has been scheduled yet.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an infection caused by the breakdown of the blind sac closure wound. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. In addition damage to the active electrode, as might be caused by an external mechanical impact was found. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. This is a final report.